Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" and a moderate ketone level. A specific value was not provided. Cause was not known. The customer required assistance from parent and healthcare provider to address bg via an infusion set change and a delivery of a correction bolus. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.